Manufacturer narrative:
Date of event: unknown. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. . Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that 2 bd luer-lok¿ syringe's were missing the stopper.